Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dexcom app crash occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. G3: date received by manufacturer- additional information. H2: additional information . H6: adverse event problem component codes ¿ additional information.

Event description:
It was reported that a dexcom app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.